Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 the receiver displayed a permanent out of range signal.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a permanent loss of "y". The root cause was determined to be a hardware component failure.